Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was having issues with the insulin pump. Customer was attempting to put in a bolus and could not get passed the check blood glucose. Customer's blood glucose was 267 mg/dl. Customer stated none of the buttons on the device were working. Customer stated he did not use the device the day prior to because he was filling sick. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.